Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the machine was not working. It was clarified that the patient was referring to the patient programmer (pp). It was reviewed how to use the pp and the patient confirmed the pp powered on and stated it previously wasn't. Troubleshooting attempts were made and the patient noted that the ins was off on program 3 at 1.1v. The patient turned the ins on and reported stimulation being too high and the patient lowered to 0.8v. The patient mentioned that she had been feeling stimulation and had seen the doctor about 2-3 weeks ago, but recently the patient stopped feeling stimulation which was now resolved. There were no further symptoms or complications reported or anticipated.